Manufacturer narrative:
A supplemental report will be provided if additional information becomes available. According to the service order (B)(4) dated 2017-05-05: field safety engineer has been sent and found broken control console module. After replacement of the same, the error disappeared and the device worked properly. Thus the failure could be confirmed. The most possible root cause could be determined as broken ccm. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that error message "-**-" occurred on voltage display after the scp was switched on. Buzzer on ccm alarmed. Pump mode were not available. This device could not work by battery. Ccm is broken. (B)(4).

Manufacturer narrative:
(B)(4). The ccm was requested for investigation in our laboratory (lce - life cycle engineering). According to investigation report by lce ((B)(4)) the failure could be reproduced. Thus the failure could be confirmed. During investigation all voltage and supplying signals were tested correct. However the ¿c ic8 does not start in normal operation. Therefore most probable a defect at ¿c ic8 on the ccm has caused the error. No further investigation/root cause analysis possible as the defective ¿c cannot be replaced. The ccm can no longer be used for clinical use and has to be replaced. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).